Manufacturer narrative:
H3 device evaluation - the complaint device was ultimately implanted and cannot be returned for evaluation. Without the opportunity to examine the complaint product no conclusions can be drawn regarding the root cause of the reported malfunction. Review of device history records and lot specific complaint history review were not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for this part number.

Event description:
It was reported that a procedure was performed in australia on (B)(6) 2024, utilizing the reform ti mis CT screw system. The modular polyaxial tulip assembly reform mis pedicle screw sys (64-mt-0403) was assembled to a 59-bc-xxxx midline cortical bone screw, cannulated and being inserted with a standard navigated reform CT screwdriver the tulip disassembled from the screw. It was then snapped back onto the screw and successfully implanted. There was no patient injury reported but there was a five (5) minute delay to the procedure.